Event description:
It was reported that patient underwent a revision procedure of his inflatable penile prosthesis (ipp) due to pump malfunction pump allowed fluid to inflate half way then would get stuck. Pump was explanted and replaced and operative area was irrigated. No adverse patient effects.